Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her first device was painful, it would be so painful when she turned around and hit a door or if something hit it. The patient stated that her doctor suggested moving the implant and they moved the implant to a different location when she got her second device. The indication for use was radicular pain syndrome. No device issues reported. Additional information was received from a patient on 2017-mar-10. The patient reported having trouble and pain ever since the device was implanted. The patient had their device replaced because they were having issues with their implant. No further complications were reported/are anticipated.